Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 6948 implantable tachy lead (B)(6) 2006; 4194 implantable pacing lead (B)(6) 2006; 5076 implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion. It was also reported that the right atrial (ra) lead had high threshold and the left ventricular (lv) lead was dislodged and had high threshold. It was later noted that the physician felt the battery depletion may have been "normal" due to the high threshold on the leads. The ICD, ra and lv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.